Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she recently had a seizure due to blood glucose level of 23 mg/dl. The customer was shaking and breathing hard. Her grandson assisted her. Customer stated that the low blood glucose level was treated with food. The customer also requested assistance with adjusting her basal rates, but was referred to her health care provider. The insulin pump was not replaced or returned for analysis.